Event description:
While reporting sensor and transmitter issues, the customer reported recently having a blood glucose level of 39 mg/dl. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.